Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted

Event description:
It was reported that the skin graft mesher caught in the roller. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher four times. The last repair was (B)(6) 2014 where it was reported that the device would not crank skin and worked intermittently and the washers, shoulder bolts, nuts, and comb were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the calibration was not within specifications. The device produced a passing sample mesh. The calibration cutter was able to roll smoothly in the comb. The 1.5:1 ratio cutter had some of the blades bent causing it not to be able to roll smoothly in the comb and was deemed non-repairable. The skin graft mesher was not repaired as it passed all required testing and functioned as intended. The handle was lubricated as per operator¿s specifications. Skin graft mesher was then tested and functioned properly. It was inspected and tested. The reported event was confirmed since during initial inspection the 1.5:1 ratio cutter had some of the blades bent causing it not to be able to roll smoothly in the comb which would cause it to not be able to roll smoothly in the comb and catch skin in the roller. The root cause of the skin getting caught in the roller was due to the 1.5:1 ratio cutter having some of the blades bent causing it not to be able to roll smoothly in the comb which would cause it to not be able to roll smoothly in the comb and catch skin in the roller. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.